Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent with push catheter was returned in the opened original packaging. A photo sample was provided which shows one end of the pigtail completely broken off the body of the stent. Visual evaluation of the physical sample noted a separation at the proximal pigtail; the material where the separation occurred does not appear to be discolored or stretched. Though a specific cause for this event cannot be determined, a potential root cause for this event could be "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the inlay ureteral stent was planned to be placed in the patient during calculus operation. Upon opening the package, the stent was found to be ruptured and it was not used. Another new inlay ureteral stent was used in this patient, causing no adverse impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlay ureteral stent was planned to be placed in the patient during calculus operation. Upon opening the package, the stent was found to be ruptured and it was not used. Another new inlay ureteral stent was used in this patient, causing no adverse impact on the patient.